Manufacturer narrative:
The received device had the cannula assembly deployed. No blood was observed on the device and no evidence was found that would result in bleeding or bruising to occur at the infusion site. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl). The pod was worn between 1 and 4 hours. Hyperglycemia treated by administering correctional bolus, a pen injection, and applying a new pod.